Manufacturer narrative:
Correction: previous reported g2 source of "study", correcting to "literature".

Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
A literature publication reported that the patient developed an infection and experienced a fever and heart palpitations. The implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt), but remote follow up found this to be an incorrect interpretation of signal. Arrythmia and fever were resolved via medication. The patient's condition stabilized following pharmaceutical intervention.